Event description:
It was reported that the customer had a reservoir leak on the insulin pump. The customer's blood glucose level was 155 mg/dl. The customer reported insulin between o-rings. The customer smell of insulin from the insulin pump. The customer was advised use back up plan. The customer was advised to use new reservoir and call back if problem persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.